Event description:
It was reported by the hosp that during a off-pump case, the procedure required perfusion and switching to an "on-pump" case using the mps console. It was reported that there was difficulty arresting the pt, and that pt would not arrest until after 700ml volume was delivered. As a result the surgeon removed the crossclamp and allowed the perfusionist to make any adjustments. It was reported that a review of the 10 latest error codes on the console did not find any errors indicative of an issue with the console. It is possible there was an issue(s) other than involving a console malfunction; however, this report is being filed as a precautionary measure pending device eval if it is returned for analysis. There were no pt complications reported as a result of the alleged event.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.